Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient (pre-operative diagnosis of l4/5 lcs) implanted with a screw in an olif and posterior fixation procedure for a spinal therapy. It was reported that the screw on the right side of l4 migrated to the lateral side, which caused a fracture (due to the bone crack to the lateral side from the pedicle to the vertebral body). A revision surgery was performed in which the reported screw was removed, and fusion for extending was performed again to l3, which is on the cranial side. Ppss were added to both sides of l3, and connection was performed until l5. Additional information was received that, during the postoperative gait training, the patient felt lower limb pain and an examination revealed the reported event. Originally, the screw had been placed on the lateral side (performed in the decubitus position with pps). The product was discarded by the customer and it will not be replaced.